Event description:
It was reported to philips that the user experienced a leads off error intermittently while transporting a patient. They were unable to acquire ECG. There was no reported adverse patient impact caused by the alleged failure.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the user experienced a leads off error intermittently while transporting a patient. They were unable to acquire ECG. It was reported that the device failure was observed while in use on a patient. There was no reported adverse patient impact caused by the alleged failure.